Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) units of 1000ml exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the middle port. This was identified during compounding. There was no patient involvement. No additional information is available.